Event description:
It was reported that during a rotational atherectomy procedure in an angulous vessel, the wire fractured. A 1.25 mm burr was run along the wire. During ablation, the wire fractured and the burr perforated the vessel. The physician repaired the perforation using a balloon catheter and placing a jomed covered stent. Several unsuccessful attempts were made to retrieve the wire segment. The wire segment could not be retrieved and remains in the pt. The pt condition was the same as prior to the procedure, with no increase in the vessel flow. Same case as MFR report # 6000118-2004-00172.